Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 623-10-32e; trident 10° x3 insert 32mm ID 623-10-32e; lot code: 45302501; cat. No.: 502-11-52e; trident hemispherical cluster hole shell; lot code: 45379801; cat. No.: 2030-6535-1; 6.5 cancellous bone screw 35mm 2030-6535-1; lot code: mmlk8r; cat. No.: 2030-6535-1; 6.5 cancellous bone screw 35mm 2030-6535-1; lot code: mmma9w; cat. No.: 6260-9-032; 32mm -4 lfit v40 head 6260-9-032; lot code: 44837001. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. In-situ.

Event description:
Right thigh pain post total right hip replacement on (B)(6) 2013 - product accolade ii. Patient complained of thigh pain during routine follow-up visit.

Manufacturer narrative:
An event regarding patient pain involving an accolade stem was reported. The event was confirmed for malposition from the medical records provided. Method & results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: stem malposition in varus has caused direct contact of stem tip with lateral femoral cortex causing a local overload condition with secondary bone reactions with cortical hypertrophy and pedestal formation that are typical for distal stem loading which represents a recognized cause for thigh pain. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion; a review of the provided information by a clinical consultant concluded that "stem malposition in varus has caused direct contact of stem tip with lateral femoral cortex causing a local overload condition with secondary bone reactions with cortical hypertrophy and pedestal formation that are typical for distal stem loading which represents a recognized cause for thigh pain." However, if further information, including return of device, operative reports,additional x-rays, patient history, progress notes become available, this investigation will be re-opened.

Event description:
Right thigh pain post total right hip replacement on (B)(6) 2013 - product accolade ii. Patient complained of thigh pain during routine follow-up visit.